Event description:
Adult male pt with spastic quadraplegia, who uses a motorized wheelchair with a vicair "vector" seat cushion mfg by "the comfort company" of (B)(4), has developed a fissure in his anal area near the coccyx. We believe this is a direct result of the MFR of the vicair "vector" seat cushion reducing the number of individual "comfort cells" that are placed inside the cushion. When we complained to the supplier, we were told that another pt has had problems with the cushion lacking the proper number of cells, and that when our supplier called the distributor, the distributor noted that the MFR had reduced the number of cells in the cushion, but gave no explanation as to why this was done. This cushion and a previous one which contains considerably more cells, were both recommended for this pt by a therapist after a wheelchair seating eval. We believe this pt may have to be hospitalized for this condition in the near future unless it resolves itself. Dates of use: (B)(6) 2011 - (B)(6) 2011.